Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error, persisted after multiple restarts, and the user reverted to backup therapy while awaiting a replacement; blood glucose remained stable at 98 mg/dl and there was no emergency care associated with this event, consistent with a device failure to read input signals related to the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communications failure, with the problem traced to an inability to read the input signal and associated with the circuit board component. The complaint was visually confirmed with the alert annunciated on the device. Troubleshooting determined that the hoverboard u4 chip was not communicating to the host chip. Reflowing the solder beneath the hoverboard u4 chip was able to resolve the described issue.